Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: a review of the black box verified the pump time and date reset to default after a power on reset. Evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the display was found to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the time and date were both incorrect. This complaint is reportable because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery. There was no indication that the product caused or contributed to an adverse event.